Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that it was not determined what the cause of the high impedance was. Either lead was damaged when opened or was caused by testing cable. Since the lead was contact 11 they were going to program around it. It was stated it was resolved because they were going to program around it. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va1n4mt, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for unknown dbs therapy. It was reported that on the right side contact 11 impedances had shown to be high during stage 1 on alpha omega mer system and was confirmed during stage 2 when testing impedance with 8840. Alpha omega had a special testing cable for the leads and the cable either causes damage or lead came damaged. Used 8840 to confirm and other testing was done. The doctor was going to keep as is and possibly program around. No other actions were taken. The issue was resolved at the time of the report. There were no further complications reported.